Event description:
It was reported that during an ureteroscopy procedure to treat a kidney stone, the user was lasering the kidney stone at 90 hertz and 0.6 joules, and the fiber tip broke off in the patient's kidney. The fiber piece was basket out. The same fiber was cleaved and used to complete the procedure. The patient fully recovered; there were no patient complications. Additionally, there were no injuries to the operator of the fiber.